Manufacturer narrative:
(B)(4). Additional information: the surgeon previously used a competitive buttressing material. The device was articulated when issue occurred. On 4th firing using a blue reload, the slr seemed to move distally milked out of distal end. The proximal portion of staple line had no formed ¿b¿s¿, medial-staples did not deploy, and some deployed distally. The 5th firing was ok. The 6th firing some tissue started to milk out a little. The surgeon fires with the anvil up. The account follows the recommended cleaning between firings. No crossing of staple lines at 90 or 45 degrees but maybe 16-20. He does not always wait 15 seconds before firing. The surgeon probably pulse fires 80 percent of the time and stays tight on bougie. The jaws are not over-stuffed with tissue. His typical cartridge selection is green, gold and blue the rest of way and takes 5-7 firing to complete. The surgical team opens 4-5 slr¿s at start of case and is used within an hour. Takes approximately 8-10 minutes for full transection on sleeves. He does not wet the slr prior to insertion. The ech60r is implanted in the patient and on the stomach portion that was sent to pathology. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy on the fourth firing the buttressing material caused the tissue to be pushed out the distal end of the stapler. This caused some of the staples to be malformed and some partially deployed. The surgeon hand sewed the hole in the patient¿s stomach closed and completed the rest of the procedure with this same device with no patient consequence. The procedure was delayed by ten minutes and there was some minor bleeding.